Event description:
The report received from the cordis study indicated that a pt died at an unk date after receiving a cypher stent. The event involved a female with no significant past medical history and no history of cardiovascular disease. The pt was not on any medications prior to the index procedure. The indication for the procedure was not provided. Vessel disease extent involved one vessel, the proximal left anterior descending coronary artery (lad), and one lesion was treated at the index procedure. A 3.5 x 18mm cypher stent was implanted at 13 atms to treat the target lesion described as irregular, eccentric, readily accessible with little or no calcification and a type b1 classification. Visual reference diameter was 3.5 x 18mm. The vessel was not predilated but post dilatation was conducted with a 3.5 x 18mm unk balloon at 21 atms. Timi flow before the procedure was 1 and it was 3 after the procedure. During the procedure, the pt received aspirin, clopidogrel, heparin, statins, beta-blockers and gp iia/iiib inhibitor (reopro). No procedural complications were reported except for increased cardiac enzymes. The pt was discharged home six days later on aspirin, clopidogrel, statins, beta-blockers olicard, nitrates and furosemide. At one month follow up the pt was asymptomatic and on prescribed medications as planned. At eight-month follow up the pt remained asymptomatic and coronary angiogram was also done. It did not lead to any treatment. Pt also remained asymptomatic at the twelve-month follow up. However, by the three-year follow up the pt had died. It is not known when the pt died and the cause of death is also not known. This event is being reported as a possible thrombosis based on the arc proposed guidelines for unexplained death after days of implantation of a drug-eluting stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days upon receipt.